Event description:
As reported by the user facility: event 2: reason of complaint: customer mentioned 3 incidents of microbubbles in their streamline bloodlines.

Manufacturer narrative:
This report has been identified as b. Braun medical internal number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.